Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: anxiety-product/procedure: unable to observe. Capsular contracture: unable to observe. As per the investigation procedure, deformation was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "rupture". Healthcare professional later reported "capsular contracture baker grade iii and recalled implants" confirmed via ultrasound. This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Correction/clarification to b5 description of event and h6 adverse event problem: the previous medwatches reported a0412 material rupture for the event left side "rupture". It has been clarified by the healthcare professional that only the right side device was found ruptured on imaging and during consultation. A0412 material rupture will be un-reported. The only reportable left side complaint is capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side rupture. A different healthcare professional later reported left side "recalled implants", capsular contracture baker grade iii, and confirmed only the contralateral side device was ruptured, confirmed via ultrasound and mammogram. Device has been explanted and replaced. Capsulectomy was performed. Left side device was confirmed to be intact upon explant.

Event description:
Healthcare professional reported "rupture". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6.

Event description:
Healthcare professional later reported capsular contracture, baker grade iii and recalled implants.

Manufacturer narrative:
Reason for reoperation: capsular contracture, baker grade iii.